Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal pacing impedance measurements along with oversensing of noise and loss of capture. Surgical intervention was performed and the rv lead was explanted. An insulation abrasion was observed with the rv lead. No additional adverse patient effects were reported.